Manufacturer narrative:
This report is submitted on october 6, 2021.

Manufacturer narrative:
This report is submitted on july 16, 2021.

Event description:
Per the clinic, the patient experienced pain with device use. The device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.